Event description:
Information was later received from a health care professional indicating that the patient had a spinal infection as a result of a colonoscopy. The pump was not explanted. A manufacturing representative later reported that the nurse and doctor thought that the manufacturer was talking about a recent issue that the patient had where he had redman's syndrome as a result of the colonoscopy he had in (B)(6) and that this was why the doctor had stated that the pump had not been removed due to the infection. Looking back in the patient's medical history, she stated that she could not provide any other information regarding the event from 2009 besides what was in the visit summary that she sent on (B)(6) 2015, but could confirm that the statement in the record the pump was replaced on (B)(6) 2009 due to infection is accurate. No further information was provided for the event listed above.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. Following a pump replacement in (B)(6) 2009, the patient's pump became infected and needed to be removed. The pump was fully replaced with a right sided abdominal pump